Manufacturer narrative:
A ge rep evaluated the system and replaced and calibrated the camera. System operates as intended.

Event description:
The customer reported, the system would not display an image and kv was increasing. No pt injury was reported.